Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was offline with no power. The customer stated that this malfunction caused delay in dispense medication and user have retrieved meds from pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline with no power. A field service engineer (fse) disconnected the communication sled and battery from the power supply and tested it, confirming the power supply was working. The fse then disconnected all auxiliary and other devices, reconnecting them one by one to find the issue. After verifying the issue, the fse tested the power supply, replaced the pyxibus cable (121085-01) twice to avoid bending and causing another short and also replaced the pyxibus auxiliary interface board (119564-11). Then, the fse rebooted the device and ran firmware updates to resolve the issue. The system functioned as intended after the field service engineer repaired the device.